Event description:
It was reported that the arthroplasty was revised due to instability. The femoral component and tibial insert were revised. The components were implanted in situ for 0.9 y. The patient presented a score of 6 three months prior to revision surgery and a maximum score of 6 since implantation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. No further information is available at this time, although it has been requested. If additional information becomes available, it will be submitted in a supplemental report.